Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during lap appendectomy, the doctor loaded the power stapler and closed the jaws, and wanted to be sure he could reopen the jaws. And the sales rep walked him through the misfire IFU steps and the jaws just didn't seem to open up anymore. Case completed with another device of the same product code. There were no patient consequences reported. Sales rep ran his own misfire test on the device after the procedure and found no issue.